Event description:
Knee pseudo septic arthritis [arthritis]. Case description: spontaneous report received on 06/26/2009 and 06/29/2009 from physician regarding a pt (initials unk). The pt's relevant medical history includes bilateral gonarthritis and previous synvisc series injections administered every two years. On unspecified dates, the pt received synvisc injections administrated via intra-articular route in both knees simultaneously, at a dose of 2 ml one week apart. In (B)(6), one week following the third synvisc injection, the pt experienced unilateral pseudo-septic arthritis with "purulent" looking knee effusion and negative bacteriology testing. The pt was treated with intra-articular corticosteroid injection. The physician did not assess the intensity of the reported event. As of the date of receipt of this report, the pt recovered. The physician assessed the relationship between the reported event and synvisc as related. Please refer to (B)(4) for other similar events reported by this physician.

Manufacturer narrative:
The benefit-risk relationship of synvisc is not affected by this report.